Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 32 mmol/l. Troubleshooting was performed. It was stated that the customer did an infusion set change on (B)(6) 2011. It was stated that the customer was not feeling well when she woke up early morning and started to throw up. It was stated that when the blood glucose reading was 18 mmol/l, the customer gave himself a 10.0 units bolus of humalog with the insulin pump and his glucose level rose to 20 mmol/l. It was stated that the customer's high blood glucose was treated at the hospital with insulin drip. Ran a fixed prime test and the insulin exited. Performed a high pressure test and passed. The customer stated that he changes the infusion set every four days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.